Event description:
It was reported that pump declared alarm 20a during cartridge load, and customer was unable to successfully load cartridge because alarm repeatedly recurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and continue with current pump until replacement arrived, while technical support walked customer through correct load technique, provided storage mode instructions, confirmed shipping information, arranged warranty pump replacement, and instructed customer to return problematic pump and to manually enter pump settings and reconnect continuous glucose monitor on replacement device.